Event description:
Staff was looking at the camera tower screen as laser was activated, and suddenly screen went grey/black. Laser had been previously activated during the case. During surgery with greenlight laser the fiber tip touched the scope during the procedure and cracked it. New scope and new fiber attained at that time. Damaged fiber turned into the company. (Staff immediately replaced fiber and camera)